Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. It is unknown when the patient last felt stimulation or charged the ipg. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the entire system was explanted and replaced. There were no allegations of deficiency against the lead.

Event description:
Follow-up identified the patient had effective stimulation post-operative. In addition, it was reported the patient may not have charged the ipg in a while.